Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the patient cart was yellow/amber color and won¿t let you do anything. The onsite logs not currently available. The caller provided the tower power button was flashing blue backlight. The tse walked caller through hard power cycle of each cart and disconnect of blue fiber cable to power on each component individually. The tower and robot powered on with no issue and console powered on with error 311 with only the option to restart. The system logs now loaded (from previous power cycle) and error 311 present on simc. The tse walked caller through one additional hard power cycle of console with no change. The caller power cycled console and reconnected blue fiber cables and error 311 persisted. The user moving case to a different room to perform on xi system. The procedure was aborted to another dv system. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse reprogrammed operating software to resolve 311 error. The system has been verified as ready for use. The complaint was confirmed based on the field evaluation.